Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and intraoperative images. Images show that the patella was not fully attached to the bone and the patient underwent a revision due to patella pole avulsion fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: option femoral component size c left, catalog #: 00599401391, lot #: ni. Stemmed precoat tibial component size 4, catalog #: 00598003702, lot #: ni. Articular surface with locking screw size c d 12mm, catalog #: 00599403012, lot #: ni. Straight stem extension 12mm x 100mm, catalog #: 00598801012, lot #: ni. Straight stem extension 15mm x 30mm, catalog #: 00598801215, lot #: ni. Posterior femoral augment block size c 5mm, catalog #: 00599003301, lot #: ni. Distal femoral augment block 10mm, catalog #: 00599003320, lot #: ni. Report source: foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a left knee quadriceps tendon repair procedure approximately six (6) months following knee arthroplasty to address pain, periprosthetic fracture of the patella and rupture of the quadriceps tendon. The operative report from the quadriceps tendon repair procedure noted that the fracture patella pierced the patient's skin prior to hospitalization. Venous antibiotic therapy was promptly initiated with ciprofloxacin and clindamycin and surgical treatment was performed. The wound was intensely lavaged and one of the bone fragments was identified to be adhered to the patellar prosthesis next to the patellar tendon. The quadriceps were repaired and a bony tunnel was performed on the other fragment of the patella. The procedure was completed without complication and no components were removed.